Manufacturer narrative:
Failure to follow instructions (not capturing the tip catpure mechanism after deployment). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 101 mm in diameter abdominal aortic aneurysm. It was reported that during the index procedure the physician did not recapture the tip of the delivery system after deploying the stent graft. The physician attempted to remove the device without confirming the tip had been recaptured. While attempting to remove the delivery system, the delivery system became stuck in the femoral artery. The physician elected to cut down to the artery and made an incision to remove the tip of the delivery system that was stuck in the femoral artery. The device was successfully removed and a planned endurant ii ipsilateral limb was implanted successfully. Per the physician the cause of the event was due to user error. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.